Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) stated that developed swelling, pain, and soreness in his scrotum, the patient went to the emergency room and underwent diagnostic testing, and the patient was diagnosed with infection. The patient asked for advice, and he was suggested that if his symptoms were to worsen, to call his physician or go back to the emergency room. The aus is currently implanted. There were no additional patient complications.